Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device doesn't turn on. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer was provided with a quote for a replacement power switch overlay part and onsite labor by a field service engineer (fse). Service of the device is pending the customer's choice to accept or reject the quote. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation that the device had remained out of use since the previous communication of the device issue. No further information was able to be provided by the service specialist or customer care support team. Additionally, we are unable to confirm the final disposition of the device because the customer allowed the quote for onsite service to expire, refusing service. No further work has been performed by philips for this device issue as of the time of this summary being written. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.